Event description:
Additional information was received from the patient stating that the circumstances that led to the battery dying in 2011 was that the implant of intrathecal pump made the stimulator unnecessary. They did not experience any symptoms related to the battery dying and no steps have been taken to resolve.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device had been dead for a couple years. The best estimate on when the battery died was in 2011. The patient was thinking of having the device removed as they didn't believe that they need it as their pump was working to deal with their pain. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.